Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device oversensed noise on the right ventricular (rv) lead. Associated with these clinical observations was evidence of high but not out-of-range impedances and threshold measurements. Capture was verified and the patient is not pacemaker dependent. The duration was extended to resolve however issue remained. Tachy therapy was deactivated to prevent inappropriate shocks. Surgical intervention was performed and the lead was surgically abandoned. The device was also explanted and replaced. No additional adverse patient effects were reported.